Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow pi PICC kit: 2-l 5 fr x 55 cm section d.4.-catalog # corrected to cdc-35552-vps.

Event description:
The complaint is reported as: in (B)(6) 2020, one of the lumens was found to be leaking at the hub (captured in 1036844-2021-00009). That line was discontinued and the other hub was used. On (B)(6) 2021, the other hub also started to leak. The device was removed and replaced with a PICC. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: in december 2020, one of the lumens was found to be leaking at the hub (captured in 1036844-2021-00009). That line was discontinued and the other hub was used. On (B)(6) 2021, the other hub also started to leak. The device was removed and replaced with a PICC. No patient harm was reported. The patient's condition is reported as fine.